Manufacturer narrative:
(B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4) the helical blade cut through the femoral head postoperatively additionally the patient presented with a mal-union. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history record review for part # 04.038.295s, lot # 9956110, part manufacturing date: 12 january 2016, part expiration date: 30 november 2025. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 95mm sterile product was processed through the normal manufacturing and inspection operations with no rework but with one nonconformance noted. Nr was written but unconfirmed due to a cosmetic burr issue resulting in no scrap. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had original surgery on an unknown date for a distal femur fracture using the trochanteric femoral nail advanced (tfna) nail, one helical blade and one distal locking screw. Patient had a fall and broke his distal femur bone again. Patient had revision surgery on (B)(6) 2016 and it was reported that the helical blade cut out thru the right femoral head bone and the distal locking screw was broken in half. Patient also presented with a mal-union from the original surgery. Surgeon explanted the nail, blade and locking screw and revised the patient using the 4.5mm va plate and screw system. Patient is reported in stable condition and surgery was completed successfully. This is report 1 of 3 for (B)(4).